Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The fse replaced the inlet and outlet buffer valves. The system was verified with calibration, precision run and qc. Once this was completed the system was restored to full functionality. The failure mode of this event is defective buffer valves. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the generation of erroneous high ion selective electrode (ise) patient results on their beckman coulter au480 clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report of change to patient treatment in connection with this event. The customer repeated the samples on the same instrument and obtained results considered correct. They also repeated the samples on a blood gas analyzer and verified the repeat results. They stated their biorad level 1 qc was out high after the event.